Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 5 on the homechoice machine(hc). The technical service representative(tsr) explained the alarm to the home patient(hp). The tsr assisted the hp to close all clamps to the bags and patient line. The tsr assisted the hp to cycle power off and on. The tsr advised the hp to either continue with manual bags or all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This information was received prior to the initial report. Information regarding contact with the home patient was not included in the initial MDR. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated that she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies, there were no further issues found. The hp also stated that the supplies had already been discarded and there were no companion samples available. No further information is available at this time. Additional information: this complaint for a system error 2240 was not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.